Event description:
Rv (right ventricular) lead impedance higher than upper limit, rv lead noise, non-sustained rv oversensing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).